Event description:
It was reported that there was damage on the syringe prior to use.

Manufacturer narrative:
The reported event was confirmed a cause unknown. The evaluation confirmed that the tip of the syringe was broken and the broken piece remained inside of the inflation valve of the catheter. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was damage on the syringe prior to use.